Event description:
It was reported that the 6800 system had a physicist discrepancy. The beam exceeds the visual image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was calibrated and the beam aligned during the service call. The system was tested and found to be working as intended and put back into service.